Event description:
The hospital reported that during a coronary artery bypass procedure, when the seal rolled inside the loader, it appears broken and to have unwound. A new kit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).